Manufacturer narrative:
(B)(4)

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #27, it was verified its non osseointegration. Immediate load was not performed and patient presented bone type ii (the chosen implant was not appropriate for this type of bone).